Event description:
The service tech reported that during review of the ventilator's diagnostic log found that the device was operating on backup battery power and the backup battery functioned until it depleted as a result of use, at which time the ventilator will shut down and alarm as specified due to loss of power. There was no report of patient harm. The service technician recharged the backup battery . Performance verification testing was completed and tests passed to operating specifications. Per the ventilator's operators manual, when the ventilator is powered by backup battery it will generate a nonresetable, nonsileanceable alarm every 60 seconds. During this state a battery in use yellow led is lit. Operation will continue until the battery has 5 minutes of operation left. A red battery low led will flash and a nonresetable high priority alarm will sound. When the battery low indicator is flashing red, operation of the ventilator from the battery power should be discontinued.

Manufacturer narrative:
Evaluation: service tech recharged the back-up battery.